Manufacturer narrative:
System analysis/service repair: "found the white wire from on the phone jack end of eye safety filter cable pulled out of connector. Biomed dept repaired cable. Verified eye safety filter operation. System meets manufacturer's specification and is ready for patient use".

Event description:
It was reported that prior to the start of a procedure, "error 61 occurred when foot pedal is pressed", patient had been administered anesthesia. The procedure was aborted/re-scheduled. There was no injury to patient reported.